Event description:
Information received indicated the left intermediate siderail will not latch.

Manufacturer narrative:
The hill-rom technician replaced a broken spring and a rusted latch to resolve the issue.